Manufacturer narrative:
The pump was returned to animas. The keypad buttons intermittently activated pump functions when pressed. Multiple button presses were required before the buttons engaged. The buttons did not spring back or click normally. Testing confirmed the buttons were sticking and causing the cursor on the menu screen to scroll. Evaluation revealed contamination under keypad button contacts. The keypad button was inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated that the keypad buttons started sticking and that they were intermittently activating pump functions when pressed. The patient denies cleaning the pump. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.